Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. E1. Initial reporter phone: (B)(6)

Event description:
It was reported that a balloon rupture and dissection occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 2.50mm x 20mm fg emerge balloon catheter was advanced for dilation. However, during initial inflation at 28 atmospheres for 10 seconds, the balloon body material burst, and the device was directly pulled from the patient. It was noted that a non-flow-limiting dissection occurred. The procedure time was prolonged, but the procedure was completed with a different device and there were no further patient complications.